Event description:
A malfunction was reported on the pump, and it was identified with a specific malfunction code. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. Technical support provided the customer with information on resetting the pump, and assistance was given to perform the reset. The malfunction code did not recur after the reset, enabling the customer to continue using the pump. The caller was advised to report back if the malfunction reoccurred.